Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the response buttons on the pt's monitor would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons will not activate device) has been confirmed. As received, the monitor's rear response button was not properly functioning. The cause of the failure to activate the device was isolated to an open track on the rear response button ribbon cable. The root cause for the open crack on the ribbon cable could not be positively identified. No adverse event resulted from the open ribbon cable. The pt received a replacement monitor.